Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unknown. According to the reporter: excessive co2 in abdomen and scrotum, causing lap case to proceed to open procedure. No additional information available at this time. No patient injury was reported.